Event description:
While transporting a pt to the cath lab, the pt went into ventricular fibrillation. The operator attempted to administer a countershock to the pt with a lifepak 10 defibrillator/monitor but the unit allegedly failed to complete charging to the selected energy. The lifepak 9 defibrillator/monitor was subsequently used but reportedly failed to discharge on the first attempt. A different operator subsequently used the device to administer a shock to the pt. The pt was resuscitated. There were no adverse affects to the pt reported as a result of the alleged malfunction.